Manufacturer narrative:
Concomitant medical products: product ID 97745, lot#/serial# (B)(6),product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that the device was programmed 2 times, which led to the stimulation going back to 0. They were told to contact a manufacturing representative, but never heard back from them. No further actions have been taken at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported they met with a rep for programming on the 23rd and said the rep tried to set "sensor acquisition" patient services (pss) tried to clarify is pt meant adaptivestim, but pt did not answer) but the controller automatically went back to zero. Pt then said everything worked fine on the rep's device (the stim settings rep had on their device were working), but once rep tried to "punch" the settings over to pt's controller, pt said they controller would go back to zero and they would have to start all over again. Pt also said the settings were "just not catching" as when they got home, the turned on the controller to stimulate them, but pt could not feel any stimulation sensation or pain relief. Pt again said everything worked fine on rep's device, but as soon as they "punched" it over to pt's controller nothing happened, and when pt got home again nothing happened. Pt later clarified the rep would have the intensity on 4.3 on their device (which worked good), but then after "punching" it over to pt's controller, 4.3 intensity was doing nothing for the pt (stim on 4.3 was no longer helping). Pt said rep told pt to call in about the controller andpossibly getting a replacement as rep said there must have been a malfunction in controller. Pss had pt unlock controller and pt reported being on group c on 4.3 intensity. After turning stim on pt said they did not feel stim. Pss asked, pt said they had already tried increasing stim and had to go up to almost "12" to feel anything, but gets "shocked" whenever they move on anything above "4" intensity. Pt said they have groups a and b as well, but pt had already tried them and the same thing happens on all 3 groups. The issue was not resolved. The patient was redirected to their healthcare provider (hcp) to further address the issue. Pss reviewed as pt was having trouble with their stimulation not helping and from what pt described did not sound like a controller issue, to follow up with the hcp/rep again and call back when together if needed. Pt gave hcp as (B)(6) in (B)(6). Pt provided controller serial number: (B)(4). Redirected caller: patient's hcp.